Manufacturer narrative:
The reported event of being unable to interrogate the device via ble telemetry was confirmed. The information provided was reviewed by engineering and determined that the device was only advertising once every 2 hours, where it is supposed to be advertising once every minute, resulting in the connectivity issue. The root cause of the 2 hour advertisement was due to the programmer exiting the device ship setting inappropriately. No anomalies were found.

Event description:
It was reported that the presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss due to the bluetooth setting being disabled with only inductive telemetry available. The ICD was re-interrogated later and the telemetry was restored. However, the ICD was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.